Manufacturer narrative:
Product ID (B)(4)lot# serial# (B)(4) implanted: explanted: product type recharger

Event description:
Additional information was received from the patient. The patient reported that the circumstances that led to the neurostimulator (ins) not charging, ins moved to a lower location, return of target headaches and stimulation turned off was weight loss and/or age of the device installed. The patient reported that a manufacturer¿s representative (rep) had her relocate the charging antenna. The patient reported that the issues were resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial (B)(4), product type: recharger. The main component of the system. Other relevant device(s) are: product ID: 97754, serial/lot (B)(4), (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain. It was reported that patient has had charging difficulties the past year. The ins recharger (insr) is showing her that it's trying to charge the ins, but the ins is not charging. Ins seemed lower than usual. Patient confirmed that she sees the coupling boxes, but none of them are darkened. Patient stated that sometimes it takes her 4 days to fully charge the ins. Patient spoke to the local rep in may about the charging issues when the insr was "beeping like crazy". It was believed the insr was losing connection to the ins during the charge session, as the patient confirmed the insr was not frozen at the time. Patient stated that she has lost about 10 to 15 lbs and the ins pocket site may be affected. Patient later confirmed that the ins seems to be in a lower location than it used to be in. Patient reported that stimulation turned off yesterday morning (8/1) and she's had a return of her target headaches. Patient further reported that she occasionally will recharge the ins in bed under the covers, and she will sometimes see the thermometer screen. Patient was advised not to charge under the covers. Troubleshooting was performed over the phone. Patient repositioned the antenna screen and rotated the insr antenna polarity disc, which resolved the issue. Patient confirmed al readings from 62 to 98, which resulted in full coupling. Patient remarked that she's needing to hold the insr antenna lower than she previously had. The ins status was off. Patient was going to charge to 50% before turning stimulation back on. The al feature worked and issue was resolved with 6-8 bars, patient was effectively charging at the end of the call. Ins location in pocket was mentioned as a possible concern for the recharging issues. An exact event date was not provided. No further complications were reported/anticipated.